Manufacturer narrative:
The pump was received with intermittent esc and act button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer's blood glucose was 180 mg/dl. The customer stated that the buttons were sticking. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.